Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right middle lobe resection, the reload was connected to the handle accordingly and the green safety button was pressed but the stapler did not fire. New staple reload was used to complete the case. There was no patient injury.